Event description:
The device was used during a laparoscopic cholecystectomy. The device clips were spitting out of the device. A second device was introduced to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(ohter): yeilded jaws.h4: information unavailable.